Event description:
IV remodulin pt using cadd solis pump. Per ellie m, rph from (B)(6) hospital. She stated pt was admitted today due to PICC line being infiltrated and needing to get it changed. Possible same day discharge. No further questions.